Event description:
Customer inflated the balloon by co2 gas with formulary quantity and then carried it until right ventricle. At that time the balloon ruptured. The catheter was changed and the procedure was finished successfully.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Upon visual observation under the microscope, it was found that there were several, almost parallel, markings on the surface of the balloon. An attempt was made to inflate the balloon via standard inflation syringe. The balloon could not be inflated. Upon placing the balloon under water and trying to inflate, it was found that there was a leak in the balloon, somewhere near the midpoint between the distal and proximal glue bands i.e. In the balloon material itself. No other physical testing was possible on the returned sample. The house retain samples for the reported lot were tested per specification and found to pass all visual and physical testing. These samples had balloons which could be inflated and deflated as normal. An attempt was made to replicate the parallel line markings through exposure to various handling activities. The failure was unable to be replicated. These catheters are 100% operator inspected prior to final release. It has been concluded that this incident is most likely not the result of a manufacturing deficiency. No specific conclusions can be drawn.